Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the conductor was distorted from over-rotation. It was also noted that the guide tooth was damaged, the conductor was kinked/buckled, and the lead was damaged at implant. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. During the implant procedure, the stylet was not able to be inserted into the lead. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the stylet was not able to be inserted into the lead. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.